Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, and rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported the right side as "misshaped" and "bottoming out." Healthcare professional reported right side rupture and capsular contracture, baker grade IV. Device remains implanted.

Event description:
Patient reported the right side as "misshaped" and "bottoming out." Healthcare professional reported right side rupture and capsular contracture, baker grade IV. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Rupture: not observed openings during the analysis. Device migration: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. As per the investigation procedures deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported the right side as "misshaped" and "bottoming out." Healthcare professional reported right side rupture and capsular contracture, baker grade IV. Device has been explanted and replaced.